Event description:
Additional information was received reporting the patient had a "dying heart."

Manufacturer narrative:
Product event summary: the device was returned and physical analysis is pending. Analysis of the device memory was performed which indicated over-sensing associated with the right ventricular (rv) lead.

Event description:
It was reported the device classified the event as supraventricular tachycardia when there was either ventricular fibrillation (vf) or asystole. It was also reported the right ventricular (rv) lead displayed a sensing issue or noise. The patient is deceased. Additional information regarding the cause of death and the circumstances surrounding the death was requested but not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis revealed no anomalies were found.